Event description:
It was reported via facility medwatch mw5098911 that rotablator floppy wire radiopaque sheared off and remained in the left circumflex artery. A 330cm rotawire and wireclip torquer was selected for use in a coronary intervention. During the procedure, it was noted that the radiopaque region of the guidewire sheared off and remained in the left circumflex artery. There was no success in retrieving the sheared radiopaque despite many attempts. It was determined that further retrieval attempts will be harmful to the patient. There were no patient complications reported as the patient remained stable during the procedure, and has recovered.